Event description:
Per the surgeon, during a procedure the photonguide melted while being used with a xenon light source. Per the surgeon there was no injury to the patient or user. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the surgeon, during a procedure the photonguide melted while being used with a xenon light source. Per the surgeon there was no injury to the patient or user. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.